Event description:
The customer reported that prior to use on a pt, the iabp pressure drifting was observed. The iabp was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The customer reported the pump displayed a "pressure reading is drifting". Tested unit and could not duplicate the failure. Observed no damage tot eh ibp connector. Unit was tested to factory specifications and returned to the customer. The device history record for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. A supplemental medwatch will be submitted when more info becomes available. (B)(4).